Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The system pcb assembly was replaced and then normal operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report their device had logged an event code. Upon evaluation, physio observed the device could not complete the boot process when powered on. There was no patient use associated with this event.